Manufacturer narrative:
Pt recovered with no additional sequela and was discharged the following day. Device not returned.

Event description:
Pt had occlusions in anterior tibial (at) and dorsalis pedis (dp). Cleaned at with an ss device with no complications. Used es (04300) on dp and a perforation occurred during the 2nd pass. Attempted to use a balloon to seal the perforation - unsuccessful. Pt required surgical repair to fix.